Event description:
A (B)(6) customer ordered a contour usb meter from a (B)(6) website and received a us meter, which read in mg/dl instead of mmol/l. No adverse event was alleged. A replacement meter was sent. The customer returned his meter for investigation.

Manufacturer narrative:
The meter was returned for investigation. It was verified the meter was a us meter and set to mg/dl. Further investigation is expected to determine the first consignee.